Event description:
Caller stated that the product was shocking the user whenever someone touched it while being used on the users neck.

Manufacturer narrative:
User stated that when she is using the pad and her husband touches her, he would get a shock/buzz. Our inspection came up with no physical evidence that would indicate why or how this could happen. Was tested for 20 mins and the two investigators were not able to reenact the "shock" event.